Manufacturer narrative:
Other text: device evaluation the device was returned for evaluation. The device was given functional testing: this showed the device gave a double beep alarm with a cassette attached. The reported issue was confirmed. This issue was determined caused by a faulty downstream occlusion sensor/cassette detector.

Event description:
Information was received indicating that a smiths medical pump alarms "cassette not attached properly", there were no reported adverse events.